Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID 3389-40, lot# j0337635v, implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3389-40, lot# j0337612v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The patient had fallen 4 days prior to report and since then their tremors had returned. When the patient fell they did not hit their head. The patient fell on the side where the device was off. They had used the patient programmer to check the status and the programmer stated the implantable neurostimulator (ins) was ¿on and okay.¿ they had seen their primary doctor but the device was not checked.